Manufacturer narrative:
(B)(4): analysis of the pump (s/n: (B)(4)) found no anomaly. There was some corrosion on gear wheel three, and the o-ring was slightly damaged.

Event description:
It was reported that the patient had noticed an audible ticking/click sound from the pump which she did not previously notice. The health care provider that had been filling the pump had never noticed the sound before. The pump had functioned properly and no anomalies where encountered other than the ticking sound. Due to the high daily dose of baclofen, a concentration of 2000 microgram (mcg) per milliliter (ml) and dose of 506.6 mcg per day, the surgeon decided to explant the pump a few months before the final removal date. It was also reported that the reason for explanting the device nine months prior to the elective replacement indicator (eri) was patient concern. No diagnostic testing was performed, the issue was not resolved and cause was not determined. At the time of the event, the patient's status was reported as alive-no injury. The patient did have multiple sclerosis, had been losing some weight but not to the extent that a lot of subcutaneous fat was lost as the patient still had a normal body mass index but there were no associated symptoms or complications associated with this event. This device system delivered compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.